Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a da vinci sacrocolpopexy procedure on an unknown date and mesh was implanted. On (B)(6) 2026, the patient experienced prolapse, smelly discharge and mesh exposition. Pt. Was completed in 2024, the patient did not request treatment then. Now and then experience bleeding from the vagina as well as smell and swallowing symptoms. We agree on the removal of expanded mesh and front wall plastic. Necessitated medical or surgical intervention. Additional information was requested.